Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.

Event description:
The reporter stated that there was air in the line--as if air was coming in around the check valve. The line and connections were checked. There were no holes and the connections were secure. There was patient involvement, but no patient injury. The patient experienced chest pain, which was successfully treated with nitro.